Event description:
The reporter indicated that the dell x5 programming system interrogates very slowly. Then, the programming system makes him interrogate again. Troubleshooting did not resolve the issue. The MFR has not received the handheld/software for product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.